Event description:
Patient connected to continuous infusion fluorouracil. The next day the pharmacy received a call during business hours that the chemo had leaked out where the bag was spiked and stated "it wasn't pushed in all the way." Husband wasn't sure of the time of the event but stated the patient "pushed it in" and now it was not leaking. Husband stated there was no chemo in fanny pack, on the tubing or any other spilling. He did state patient did wash her hands twice with soap.the morning of the second day, the patient discovered the IV tubing had disconnected from the spike and had leaked through the carry case and onto the patient and her clothes. The patient was provided with clothing and assisted in washing the chemo from her skin. The infused dose of medication was not able to be accurately determined.